Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. There was no pt involvement. The device was evaluated by a philips field service engineer. The symptom was verified. The energy select switch was replaced to resolve the issue.

Event description:
The customer reported the device failed to power up. There was no pt involvement.